Manufacturer narrative:
Complaint no: (B)(4). A sample has been received and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice was returned and a device analysis was completed. An event history log review verified the presence of a high drain alarm during the reported therapy. No abnormalities were identified during internal and external inspections. The device passed both rite (returned instrument test evaluation) electrical and functional tests. The pneumatic system was found to be working within specification limitations. A simulated therapy was completed successfully. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. Although the reported issue was verified during an event history log review, no nonconforming product was identified during sample analysis which would have caused or contributed to the report high drain alarm. The cause of the alarm was determined to be the tidal total uf removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a high drain 106 alarm occurred on a homechoice device during night drain six of the patient¿s previous therapy. A high drain alarm occurs when a patient has drained a volume equal to 200% or greater than the patient¿s fill volume in standard mode. The patient reported a fill volume of 2700 ml, and a drain volume of 5514 ml. The initial drain alarm was set to 0 ml. The technical service representative advised the patient to continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.